Manufacturer narrative:
Submit date: 2/23/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning kit. The customer states that they received defective product. The largest strap included in the kit did not contain the velcro portion for the strap to be able to connect and stay. Nurses in the or were complaining they were not able to secure patients with how the strap came.

Manufacturer narrative:
There were no samples received with this complaint, but the evaluation of a sample from the same lot from a previous complaint of the same issue was reviewed. The lot number of the sample in the evaluation was 0017765546, of which is the same lot as the sample that had the reported issue. A device history record (DHR) review was completed for lot# 0017765546. The product for this complaint was being used for treatment. Inspection of the sample resulted in noting that the strap had been correctly produced per the torso strap drawing. Further investigation and a root cause analysis determined that there was an error in the product drawing. The drawing specified that the strap was to have the hook part of the velcro on one end and the loop part of the velcro on the other end when both ends should have had the hook part. This complaint will be considered as confirmed. As part of continuous improvement efforts and a corrective action, the drawing is currently being updated to reflect placing the hook part of the velcro on both ends of the torso strap. In addition, an internal corrective/preventative action (CAPA) has been initiated to address the incorrect drawing. If additional information is received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.